Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy due to atrial or sinus driven rhythm resulting in rapid ventricular response (rvr). Twelve shocks were delivered, and the rhythm was not converted. This device remains in service. No additional adverse patient effects were reported.